Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a blank display after several battery changes. Customer did receive a low battery alert prior to the blank display. The customer's blood glucose reading was unknown. Customer was calling back after receiving a replacement battery cap. Customer performed troubleshooting and the display did not turn on. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact, however pump passed functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, minor scratched and cracked display window.